Manufacturer narrative:
An event regarding infection involving an trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot or sterile lot. Conclusions: the reported event could not be confirmed as clinical history, follow-up notes and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Per sales rep, the patient was bought to an or and had the left hip washed out for an infection.

Manufacturer narrative:
It was noted that the device is not available for evaluation. The following devices were also listed in this report: trident 0 deg insert 40mm; cat#: 623-00-40h; lot#: mmnmkm; unknown 40mm v40 metal head; cat#: unk_rec . It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Per sales rep, the patient was bought to an operating room and had the left hip washed out for an infection.